Event description:
In continuous renal replacement therapy was initiated by the dci dialysis staff at approximately 1340 hours. The ICU staff then assumed responsibility for monitoring the patient and treatment parameters. Approximately two hours into the treatment, the machine began to issue alarm and continued to issue the same alarm four times within a four-five minute period and then, twice more within the next thirty minutes. It was during this thirty minute period that the machine was noted to have pulled 1000 cc fluid from the patient. At approximately 1600 hours the dialysis staff was alerted by the ICU of the alarm situation and at approximately 1605 hours, the treatment was discontinued. The machine was returned to the acute dialysis unit for inspection. When the machine's alarm history was reviewed it showed that the alarms had been "cleared from the display". The alarm that was given was "caution: replacement weight-incorrect change". And signified that there was an issue with the exchange of replacement fluid and patient fluid removal. The manufacturer's technical support staff was contacted via telephone same day at approximately 1700 hours. Under the parameters set for this treatment it was explained by the technical representative that the alarm given indicated that there was a problem with the exchange between the replacement fluid and the patient's fluid removal. Furthermore, when an alarm of this nature is not corrected, the machine will pull fluid from the path of least resistance. The next day gambro technical services conducted a performance check on the prisma dialysis machine used in this treatment. The machine was found to be functioning within normal parameters.